Event description:
The user facility in (B)(6) reported irrigation flow stopped during surgery. A kink was noted on the irrigation line. No pt injury reported.

Manufacturer narrative:
The lot number was not provided; therefore the sterilization and lot history records could not be reviewed. The pack was discarded. No product will be returned for eval.